Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported the internal energy was not in required range of twenty percent error during laser procedure. The customer continued with surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of treatment. During onsite visit the field service engineer (fse) replaced the e four sensor and performed system verification as per sir (service installation record). Review of the logfile for the day of treatment (shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. Without sample no deeper root cause analysis is possible. Most possible root cause is a faulty e four sensor. The manufacturer internal reference number is: (B)(4).